Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet screen was cracked and nonfunctional, with the cause unknown but occurring approximately three weeks prior. The user reverted to multiple daily injections (mdi) therapy after experiencing hyperglycemia up to 400 mg/dl. A replacement was arranged. No external assistance or medical intervention occurred.